Event description:
During a laparoscopic appendctomy the surgeon retrieved a piece of rubber from the pt's abdomen. Staff inspected trocar valve and the same type of material matched some that was missing from the trocar valve. No adverse outcome to the pt.